Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was xx mg/dl. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.

Manufacturer narrative:
H6: remove codes c02, d0301, g02005, add codes c19, d1102, g07003.